Event description:
It was reported that the device had over temperature alarm during self-testing. There was no patient involvement.

Manufacturer narrative:
The complaint for "the device is over temperature alarm" was verified. Performed a visual inspection, filled reservoir with water, plugged in line cord, turned on power, and performed functional tests. Yes, the device has an over temperature alarm, due to the outdated printed circuit board (pcb) and the pcb was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.